Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd sedi-40¿ barcode reader wouldn't work and gave an error message of "insufficient sample" while the mixer door was open. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Bd had performed a technical evaluation of the customer's sedi-40 instrument. No issues were found relating to the barcode reader or mixer door function as the instrument was verified to be operating within the correct parameters. DHR could not be performed as batch number [17-42050] was not found for material number (B)(4). Based on evaluation of the customer's instrument, no issues were found relating to the barcode reader or mixer door function. No issues were found relating to the barcode reader or mixer door function as the instrument was verified to be operating within the correct parameters. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd sedi-40 barcode reader wouldn't work and gave an error message of "insufficient sample" while the mixer door was open. There was no report of exposure, injury, or medical intervention.